Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1 and device #2) on (B)(6) 2006 and (B)(6) 2018. It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the 3dmax and underwent revision surgery on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the two (2) 3dmax (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of 3dmax mesh (device 1). Per op notes, ¿the hernia was identified on the left and reduced. A 3dmax mesh (device 1) was placed over the defect and secured to the cooper¿s ligament and upper abdominal wall laterally.¿ on (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with partial excision of 3dmax mesh (device 1) and implant of 3dmax mesh (device 2). Per op notes, ¿the previously repaired hernia and the mesh was noted with a recurrence medially. A small segment of mesh (device 1) was noted to be curled and folded which was incised and removed. A 3dmax mesh (device 2) was placed in front of (device 1) and laid flat against the abdominal wall. And secured to the cooper¿s ligament and upper lateral abdominal wall.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax(device #1) may have caused or contributed to the reported event.the attorney alleges that the patient had injuries and revision;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b7, d3, d4 (catalog number, lot number, UDI), d.6b, g1, g3, g4, g6, h2, h6, h10, h11. Corrected field: g4 (PMA/510(k)). This supplemental emdr represents the bard/davol 3dmax (device 1). An additional supplemental emdr was submitted to represent the bard/davol3dmax (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had injuries and revision;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1 and device #2) on (B)(6) 2006 and (B)(6) 2018. It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the 3dmax, and underwent revision surgery on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the two (2) 3dmax (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."